Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient said turning them on caused the issue and when he got home, they were aching. He now has hearing aids that are inside his ears and the issue resolved.

Event description:
Additional information was received. Patient reported that the cause of the issue was due to new hearing aids. He removed hearing aids and ordered replacement hearing aids, however, it was yet to be determined if replacement would resolve the issue.

Manufacturer narrative:
Continuation of d11: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2018, product type: extension; product ID: 3389s-40, lot# va1kewr, implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot# va1kewr, implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot#: va1kewr, implanted: (B)(6) 2018, product type lead: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 11-nov-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) has a pair of oticon over-the-ear hearing aids and thinks they are interfering with his dbs (deep brain stimulation) system. Pt explained that when he has the hearing aids in, it "hurts like heck" on his left side "where the cable goes over the collarbone and up the neck." Pt said he put on a lidocaine patch but it didn't help. Pt stated that when he takes the hearing aids out, most of the pain goes away within 10-15 minutes. Patient services consulted with tech services and they stated that the hearing aids are unlikely to interfere with the dbs system, but advised to ensure there isn't pressure between the hearing aids and the lead. Pt confirmed the wire for the hearing aids is near the lead, but doesn't think there is any pressure between them. Pt was advised to follow up with his healthcare provider to have them inspect the affected area while wearing his hearing aids. Pt said he has a follow-up appointment with his provider in 2 months, and said he will keep the left hearing aid out until then.